Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had an implantable neurostimulator (ins) and it was removed because the lead moved. (B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was further reported that the implantable neurostimulator "did not work".